Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient had an MRI at 1300 on (B)(6) 2018 and tried to give herself a bolus around 1645 and saw the code 8476 on her personal therapy manager (ptm). This code means motor stall. The patient tried to request another bolus while on the call and she verified that she saw the "check" for bolus successful on the screen. The patient had not heard an alarm. The patient was redirected to have the pump checked even though she received the bolus she requested. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.